Event description:
Box of one touch ultra test strips is testing improper. It gives higher readings. Pt tried a different vial with different lot number and readings are fine. Doses, frequency & routine used test 3 to 5 times daily. Therapy dates: 2008. Diagnosis for use: diabetes